Manufacturer narrative:
(B)(6). (B)(6). Date of event: unknown when devices were loosened. This report is for one (1) unknown radial head. Devices were implanted in july 2015, exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient initially underwent an open reduction internal fixation (orif) of the left radial head with the radial head prosthesis system in (B)(6) 2015. The patient was seen for a follow-up exam in fall 2016 and it was determined by an unknown test that the devices were loose in the radial canal causing the elbow to be unstable. It is not known if the patient was experiencing any pain. On (B)(6) 2016, the patient was returned to the operating room for the removal of the radial head and stem. It was noted that the system was rotating as a whole unit and appeared to have reamed out a larger portion of the canal. Both devices were found to be intact. Due to healed ligaments, the surgeon chose not to replace the implants or take any further action. The surgery was completed successfully without delay, and the patient was reported as stable. This is report 1 of 2 for com-(B)(4).